Manufacturer narrative:
At this time, the lead remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing threshold measurements, impedance measurements of greater than 2000 ohms, pacing not delivered when required, and loss of capture was also questioned. A surgical revision was performed. The lead was tested via the pacing system analyzer (psa) and the physician suspected a lead micro-dislodgement. The lead was therefore repositioned to resolve the issue. There were no additional adverse effects reported. The lead remains in service.